Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was explanted due to their passing. M102 sn: (B)(6) product analysis was approved on 4/3/2023. The pulse generator would not interrogate. Therefore, a system diagnostic test and a final electrical test could not be performed. The pulse generator was opened, the measured battery voltage confirmed an eos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. Other than the noted event (no communication due to eos), there were no performance, or any other type of adverse conditions found with the pulse generator. The device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.